Event description:
A patient with colon cancer and metastasis to the liver was undergoing imaging to evaluate liver to lung shunting. Three separate detachable coil systems were used to feed into a microcatheter. The physician was unable to feed these into catheter. Another coil system was used and the patient was not harmed.